Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a partial display. The customer reported their insulin pump's screen had a barcode. The customer also reported occasionally receiving a blank display when the buttons were pressed on their insulin pump. The customer's blood glucose was 206 mg/dl. Customer treated their blood glucose with a bolus. The customer also reported there were no missing segments or icons on their insulin pump's screen during troubleshooting. The customer was advised to revert to a back-up plan while their insulin pump was being replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
No blank display anomalies, display anomalies or missing segments/partial display anomalies noted during testing. The insulin pump passed self-test, displacement test and off no power test. The operating currents were in specification. The insulin intermittent button response on the esc button due to moisture damage on keypad traces noted. The insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.